Manufacturer narrative:
Fractured screw piece within one impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the as returned product identified minor wear about the implant threads, collar, and drive feature. The drive feature is confirmed to contain the planed down piece of the fractured screw. This piece was too badly damaged to be removed and remained seized into the implant drive feature. No pre-existing conditions were noted on the per that could cause or contribute to the reported event. The reported product was located on tooth # 13 and used for approximately 1 month. The customer has not provided additional pictures or x-ray images of the product. DHR review could not be performed, as the lot number associated with the reported product (unknown screw) is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. DHR review was completed for the subject lot number 63270548 (tsvwb11). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review could not be performed for the screw without relevant item and lot information. September post market trending was reviewed and there were no negative trends or corrective actions for the reported event (screw fracture) or product (zimmer screws + tsvwb11). Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age: not provided, patient weight: not provided. Device brand name: not provided, device product code: not provided, device catalog / lot number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that unknown zimmer screw was fractured within the implant. Implant was removed. Tooth location 13.